Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a new lead was added and new plug ports were inserted on the empty ports of the ipg. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing electricity at the pocket site when the stimulation was on. The database analysis confirmed no anomalies on the battery discharge and charge profiles, however low impedances were noted. Further investigation will need to be performed to confirm if the ipg is functioning properly. The patient will under a revision procedure wherein the physician will move or replace the lead. During the surgery the physician will verify if plug ports are in place and correctly inserted. If not he will put plug ports on empty ports and will check impedances.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial # (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was experiencing electricity at the pocket site when the stimulation was on. The database analysis confirmed no anomalies on the battery discharge and charge profiles, however low impedances were noted. Further investigation will need to be performed to confirm if the ipg is functioning properly. The patient will under a revision procedure wherein the physician will move or replace the lead. During the surgery the physician will verify if plug ports are in place and correctly inserted. If not he will put plug ports on empty ports and will check impedances.